Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error. Customer is unaware what may have caused the alarm. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and cracked belt clip slot.